Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the lid of the device was repeatedly stressed by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was repaired at the user facility. The device was not returned to olympus including olympus medical systems corp. (Omsc). The field service engineer confirmed that the lid of the device had been cracked due to physical stress. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found the lid of the device had been cracked. There was no patient injury report related to the event. The user facility did not provide other detailed information.